Manufacturer narrative:
Per data log analysis, there is no indication of a problem in the gas system log. The average flow is about four liters per minute (l/min).

Manufacturer narrative:
Updated blocks: h3, h6 and h9. The reported complaint was confirmed. Multiple diligence for additional information and part return were unsuccessful so no evaluation could be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) downloaded the logs and did no further evaluation on the device. Software data logs were received by the manufacturer on 17-may-2019.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a disparity of 0.75 liters per minute (l/min) between the flow on the central control monitor (ccm) and the external flow meter. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on an unspecified date, the electronic patient gas system (epgs) calibrated and passed calibration without issue. During the procedure, the team noticed that the flow from the epgs to the oxygenator, through the external flow meter, was approximately 0.75 l/min higher than their set point. The perfusionist did not recall what was the actual reading on the ccm. There was no apparent leaks in the gas system set up. The team was able to adjust the sweep down from the ccm slider without issue, and used their external flow meter as the true flow rate. The incident did not delay the continuation of the surgical procedure. There was no harm or blood loss associated with the incident.